Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer wore the device into a MRI scan. Device stopped functioning afterwards. Customer's blood glucose was 140 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and the pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No audio/beep alarm anomalies were noted. The pump was monitored for six hours and no blank display anomalies were noted. The power connector pluged in and locked in place properly. The motor was tested outside the device and it passed. The pump was received with minor scratches on the display window, case and keypad overlay.